Event description:
Patient with history of hydrocephalus of unknown etiology and ms with shunt insertion in december of 2011 and revision in february of 2012 with continued headaches and vomiting post shunt revision. She has not improved since the revision tuesday. She has worsening of vomiting. CT today shows slightly larger ventricles since tuesday. There is also increasing hypodensity around the ventricular catheter indicative of worsening edema possibly. A review of her CT's since insertion reveals a hypodensity around the tubing developing about a month after the insertion of the shunt. This hypodensity has increased in the interval.in mid february of 2012, the patient returned to surgery for removal of the shunt and a temporary placement of a ventricular drain. On removal of the shunt it was found to have a broken distal end. The pump was not draining appropriately.